Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing detached from connector on (B)(6) 2025 and (B)(6) 2025. The infusion set was in use for eight hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 (B)(4) MDR 3003442380-2025-03776. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6008580 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing connector detached from infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test static pull for click between connector and cannula 1 according to wi-002688 version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing the lot 6008580 was manufactured according to the wi version 28 and manufactured in the line 1, on 01/aug/2024, with a total of (B)(4) units. Bag sealing the lot 4g06154 was manufactured according to the wi version 29 and the bag sealing in the machine li3010, on 29/jul/2024, with a total of (B)(4) units. Gluing of tubing the lot 4g01268 was manufactured according to the wi version 64 gluing of tubing in the machine sc07, on 20/jul/2024, with a total of (B)(4) units. The lot 4g00126 was manufactured according to the wi version 64 gluing of tubing in the machine sc07, on 07/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 25/mar/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 6008580 and no other complaint has been registered in database for the same lot 6008580 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.